Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Rep reported that the reason for revision was due to periprosthetic fracture of the femur.

Manufacturer narrative:
A2 age at time of event, age units, date of birth; d6 date of implant. An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Product evaluation and results: not performed as device was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. The review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Rep reported that the reason for revision was due to periprosthetic fracture of the femur.